Manufacturer narrative:
B3 - date of event unknown. E1: phone number "(B)(6)". H3: one device was received for evaluation. Visual inspection was performed and confirmed the reported problem. The downstream occlusion (dso) seal had small cracks. Service history review identified that the device has not been serviced in the last twelve months. Review of the event history log was not applicable. The investigation determined the cause of the issue was likely wear and tear. The dso seal was replaced.

Event description:
It was reported that device had cracks on the downstream occlusion sensor seal. There was unknown patient involvement and unknown patient harm reported.